Manufacturer narrative:
The subject duodenovideoscope was not returned to omsc for evaluation; however, on june 14, 2019 the distal end cover was received by omsc for evaluation. Based on the evaluation of the returned distal end cover, it was confirmed that there were cracks at the distal end and proximal portion. Omsc analyzed the fractured surface and confirmed the characteristic feature of solvent-stress cracking. It was suspected that a chemical solution adhered to the distal end cover, which led to cracks and caused the reported event. The device instruction manual warned users not to apply an anti-fogging products containing petroleum-based substances (e.g., vaseline) to the distal end cover and the endoscope, as this may cause cracks to the distal end cover. DHR was not reviewed since the serial number of the subject device was unknown. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Investigation activities have been opened to manage the actions related to this report and any required MDR reporting.

Event description:
Olympus medical systems corporation (omsc) was informed that during an endoscopic retrograde cholangiopancreatography the single use distal end cover fell into the patient's esophagus when the duodenovideoscope was being withdrawn from the patient. The distal end cover was retrieved from the patient. There was no patient injury reported. This report is related to complaint number (B)(4), which was reported under MDR number 8010047-2019-02330.